Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. However, it was noted in the operative report this patient was born with congenital aortic valve stenosis and this was his fourth procedure. Although the root cause for the stenosis and regurgitation cannot be conclusively determined at this time, it is likely that patient related factors and progression of disease contributed to the event. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 25mm valve was disabled after an implant duration of eleven (11) years, four (4) months, twenty six (26) days for severe stenosis and regurgitation. A second device, a 26mm transcatheter bioprosthetic valve, was implanted in the aortic position using a valve-in-valve procedure. Both devices remain implanted. Per operative notes provided, the 26mm transcatheter bioprosthetic valve was implanted and transesophageal echocardiogram demonstrated good result with no perivalvular or central regurgitation. The patient tolerated the procedure well and was transferred to the coronary care unit in stable condition. The patient was discharged to home on post-operative day one (1) in stable condition.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.